Event description:
During a coronary durg eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The 100% stenosed lesion was located in the mildly tortuous and calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 15mm balloon and a taxus liberte 2.25 x 16mm drug eluting stent was deployed to 8 atm's with satisfactory results. The balloon was deflated. The physician experienced difficulties withdrawing the balloon catheter from the stent. The balloon was stuck to the stent. The physician was able to remove the balloon by pushing forward and backwards. "The lesion was calcified and on a bend and was difficult access in itself." Upon removal the balloon was completely deflated and intact. The stent remained in position. The pt was asymptomatic throughout the procedure. No pt injuries or complications occurred. Pt status is satisfactory. This product is only out of united states approved but it is similar to a marketed us device.